Event description:
It was reported that lead failure was detected during a scheduled interrogation (7.5 years after the initial implant).

Manufacturer narrative:
Pearl pl, conry ja yaun a, taylor jl, heffron am, sigman m, tsuchida tn, elling nj, bruce da gaillard wd. Misidentification of vagus nerve stimulator for intravenous access and other major adverse events. Pediatr neurol 2008;38:248-251.